Manufacturer narrative:
Unknown/asked but unavailable. Date of event: unknown/not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. Best estimate date 6/9/2022. Initial reporter first/given name:(B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye. The reason for explant was not provided. There was no delay in treatment or other interventions reported. The patient's post-operative outcome was not available. No further information was provided.